Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation, the cable connecting the distribution node to the rear therapy electrode was missing. The cause for the test failure was isolated to the missing cable. The root cause for the missing cable could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A zoll dist returned electrode belt sn (B)(4) and reported that the electrode belt failed incoming functionality testing.